Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that right atrial (ra) lead pacing impedance was greater than 2,500 ohms, with increased threshold measurements. Upon xray, a possible lead fracture was observed, with suspected trauma to the site. The patient with this system was enduring chronic atrial fibrillation (af), therefore, the device was programmed to vvir. No patient symptoms were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.